Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: all keypad button symbols are worn. All buttons are responsive to user input. Investigators were unable to duplicate keypad malfunction. The keypad was removed and all button contacts free of contamination. There was no defect observed internally. A dim display with red character hue was found. Two battery compartment cracks were found from above bumper pad and below bumper pad. The returned battery cap used for investigation. A review of tdd history and basal history adds up correctly to the current basal segment programmed by the user on date of complaint (B)(6) 2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.